Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced an issue with the fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during the procedure, an issue arose with the instrument, but the exact nature of the defect is unclear. To resolve the problem and continue the robotic procedure, a new instrument was opened and used.